Manufacturer narrative:
Qc and system check data have not been provided. The specimens were collected in edta, non-gel tubes and were centrifuged at 7,200 rpm for 3 minutes. Customer reported one clot flag for a different sample run at the same time as patient a. A field service engineer (fse) was dispatched to the customer's lab. The fse performed hardware verification and diagnostic test failed. The fse replaced: aspirate probes, peri-pump tubing and duckbill. The fse also found a damaged substrate probe and replaced it. The fse repeated hardware verification with good results. The fse verified the repair per established procedures and results met published performance specifications. Although pre-analytical sample handling and hardware issues were noted, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously high troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for three (3) patients. Patient a: an initial accu tni result was 1.44ng/ml. The sample was re-spun and then retested, and repeated result was 0.03ng/ml. Patient b: initially, an accu tni result of 0.01ng/ml was obtained. A 2nd sample gave a result of 0.63ng/ml. The sample was retested and repeated result was 0.02ng/ml. Customer collected a 3rd sample and a result of 0.01ng/ml was obtained. Patient c: an initial accu tni result was 1.32ng/ml. The sample was re-spun and then retested, and repeated results were: 0.06ng/ml and 0.23ng/ml. The erroneous accu tni results were reported out of the lab for all 3 patients. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.